Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the battery. The system operates as intended.

Event description:
It was reported that the battery for date/time memory on the 2600 system died. Also, the exposure switch contacts were intermittent. No pts were involved with this incident.